Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope would not calibrate. A spare endoscope was used to resolve the issue. The procedure was completed as planned. The endoscope was not used on a patient at the time the issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage optical components. The complete window and fragments of adhesive of the distal window were missing.